Event description:
Boston scientific crm received information that this right ventricular (rv) lead was repositioned 5 months post implant due dislodgement and intermittent pacing. The patient suffered no adverse effects, and the lead remains implanted and working fine.